Event description:
Complaint regarding the cap that goes over the needle- it falls off way to easy, so when dr uses syringe and then puts it back on his tray- the cap falls off. He may not notice it and has stabbed himself a few times when getting items off of the tray. They are afraid of sticks due to cap falls off all the time. FDA safety report ID# (B)(4).